Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the video showed an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. Based on similar complaint trend, the cause of the reported condition is due to misuse of the drain bags mainly after several hours of treatment and after being filled and emptied several times. This issue is being further investigated. It is to be noted that the prismaflex set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the effluent bag on a prismaflex m100 set during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.